Event description:
Device leaked. The internal membrane broke causing 100 cc of nss and 450 mg ganciclovir to leak into outer plastic shell. Pt returned defective unit to office and device was replaced. No harm to pt, and no interruptuion in IV therapy.